Manufacturer narrative:
Insulin pump received with a constant blank/flashing white light on the display due to vertical cracked lcd controller pcb1. Unable to verify missing segments/partial display due to constant blank/flashing white light.

Event description:
The customer reported via phone call the device¿s display is flashing white, customer has removed the battery but it won't stop. Report does not state whether the reservoir is able to lock into place or not. The customer¿s blood glucose level at the time of the incident is 115 mg/dl. No further details or information available. The device will be returned for analysis.